Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee collateral ligament repair surgery, the heailicoil anchor broke while implantation. The procedure was completed with a delay greater than 30 minutes using the same device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. A visual inspection found the device was returned in the original opened box with the suture and anchor removed from the inserter and full of debris. The peek anchor was deformed with multiple threads broken off on one half of the anchor. This case reports the breakage of the healicoil anchor, and it is unknown if the broken anchor was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. The patient impact beyond the extended surgical time could not be determined. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee collateral ligament repair surgery, the heailicoil anchor broke while implantation. The procedure was completed with a delay greater than 30 minutes, it is unknown if a backup was used. No further complications were reported.